Event description:
Customer's daughter reported a motor error alarm on the insulin pump and reported that the belt clip broke. The blood glucose reading was 173 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2014-37371.